Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen became inoperable after charging and showering, and a crack was observed on the screen once the protector was removed, consistent with a broken display rendering the unlock function unusable while blood glucose management via cgm remained unaffected. Symptoms included no clinical adverse effects. Outcomes included no reported impact to health status or care, and the user continued cgm monitoring with the dexcom app or receiver. Investigation included remote troubleshooting and education, verification of shipping and return logistics, guidance to shut down the device to avoid alerts, and instructions for data syncing and startup on the replacement device. Investigation of this case revealed device damage to the screen that impaired touch input, consistent with a device component failure of the display and associated usability limitation without evidence of a systemic pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to physical impact or stress.